Event description:
The customer reported the paddle set was intermittently unable to shock. No pt involvement was indicated.

Manufacturer narrative:
(B)(4). The customer reported the paddle set was intermittently unable to shock. No pt involvement was indicated. The customer isolated the issue to the paddle set. Replacing the paddle set resolved the problem.